Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc), undersensing, and an abrupt impedance change on the right ventricular (rv) channel. It was noted that the patient experienced ventricular fibrillation (vf) and coded. Additionally, there was undersensing on the right atrial (ra) channel in an atrial tachy response (atr) episode, as well. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc), undersensing, and an abrupt impedance change on the right ventricular (rv) channel. It was noted that the patient experienced ventricular fibrillation (vf) and coded. Additionally, there was undersensing on the right atrial (ra) channel in an atrial tachy response (atr) episode, as well. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc), undersensing, and an abrupt impedance change on the right ventricular (rv) channel. It was noted that the patient experienced ventricular fibrillation (vf) and coded. Additionally, there was undersensing on the right atrial (ra) channel in an atrial tachy response (atr) episode, as well. The device remains in use. No adverse patient effects were reported.